Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) sensor paired intermittently with the ilet, with prolonged time stuck in pairing and delayed warmup, and that the ilet experienced repeated pairing issues despite sensor replacement, indicating intermittent communication failure between the cgm and the pump, involving the antenna/electrical communication components. No clinical signs, symptoms, or conditions reported during the event. Outcomes included no health consequences or impact. Investigation of this case revealed an interoperability problem between the dexcom g7 and the ilet, consistent with intermittent communication failure localized to the antenna/electrical communication components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.